Event description:
It was reported that the patient presented to the hospital with complaint of pain and drainage from pacemaker site. The patient was placed on IV. Erosion, infection and hematoma were observed. The hematoma was evacuated and the system was explanted.

Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form. (B)(4). Evaluation description: analysis was normal. No anomaly was found.